Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h10: the twelve (12) devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all the returned samples, and it was noted that 1 unit out of the 12 units leaked in the seam area at the top of the bag. The reported condition was verified for one returned sample. The cause of the reported condition was a manufacturing issue. The reported condition was not verified for the other eleven samples and they performed to specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port seam of twelve (12) intravia containers 50 ml capacity leaked. This issue was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.